Event description:
It was reported that at the beginning of a da vinci-assisted transthoracic esophagectomy - neck anastomosis procedure, the surgeon accidentally moved the monopolar curved scissors instrument, and an esophageal branch to the aorta was lacerated, causing bleeding that could not be controlled. This occurred during the dissection of the esophagus. Per the reporter, the bleeding was caused by a direct vessel rupture of the aorta, resulting in vision loss. The amount of unexpected blood loss was approximately 100 ml, and the bleeding was controlled by clamping the vessel and using gauze. No blood transfusions were required. The patient became hypotensive, and the procedure was converted to open surgery. The hypotension was resolved with an intravenous colloid solution, and it did not persist following the procedure; their blood pressure reading was unknown. Following the procedure, the patient was in intermediate therapy for 2 days, and they were not hospitalized for longer than intended as a result of this event. The patient did not experience any postoperative complications, and there are no concerns regarding long-term complications as a result of this event. The patient was discharged from the hospital and is doing well. The patient was described as obese, with a history of previous chemotherapy treatments. The customer confirmed that this issue did not occur due to the use of a da vinci instrument; the instrument was moved incorrectly, and this caused the issue resulting in the conversion to open. No issues with the monopolar curved scissors occurred during the procedure.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For failure analysis evaluation. An advanced system log review for the reported procedure was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, no related system errors occurred during the surgical procedure that would be related to the reported event. The fae also reviewed the logs from before and after the procedure, and there were no other occurrences that would suggest faults related to the reported event.